Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 100-180 mg/dl.